Manufacturer narrative:
Additional information b5, h6 and h11. B5: it was initially reported as 339 units with particulate matter (pm) found in minicap transfer sets. From this 339 units: 177 units had pm outside the device and 162 units contained particulate matter inside the device. Also seven (7) units had the presence of hair on the outside of the device. It was clarified that all of the products reported contained pm outside the device but inside the packaging. It was further clarified that not one unit had particles in the fluid path. Additionally, the reported "particles" were within the normal expected tolerance parameters for the product, as described in the manufacturing procedures. H11: two (2) photo samples of the reported lot were provided for evaluation. A visual inspection by the naked eye observed black pm on the silicone tubing inside the pouch, possibly fuzz. The pm, was outside of the fluid pathway and was an extrinsic particulate that is an additive, foreign, and not part of the formulation, package or assembly process. The report of pm was verified. The cause of the condition was determined to be manufacturing related, however, only pm that is mobile and within the solution or solution path will have the potential to induce pm related harm. After consideration of potential harms and worst-case scenarios, this issue may result in insufficient therapy if the embedded pm is large enough that it reduces the flow of the peritoneal dialysis (pd) solution. As pd therapy is often prescribed as a chronic therapy, it is unlikely that an isolated transient loss of therapy would result in a clinically detectable or significant harm were it to recur. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter found in (B)(4) units of minicap transfer sets. This issue was identified within a vantive facility. There was no patient involvement. No additional information is available.